Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced intermittent cardiac arrest episodes over several hours and lost distal pulses in the right foot. The physician chose to increase medication dosages, but ultimately, therapy was discontinued. The impella device was explanted, and care was withdrawn. The patient subsequently expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.